Event description:
It was reported that the pump was alarming no disposable alarm pump wont run alarm. Volume remaining is 0.4ml. Patient is in the car on her way to clinic for disconnect. Assisted her to turn off pump and she will go to clinic as scheduled.